Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the caller successfully started a new sensor session.